Event description:
On (B)(6) 2012, the patient left a message with animas alleging that the pump was not dispensing insulin properly. Customer technical support has made multiple attempts to contact the patient and complete troubleshooting, without success. This complaint is being reported because, the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
On (B)(4) 2013, the patient contacted animas via e-mail with additional information. The patient stated that the remaining insulin reading on the pump is less than what is actually in the cartridge. The patient stated that the pump will read 0units but then when he changes the cartridge there is still a 'fair amount of insulin' remaining in the cartridge. There was no indication that the product caused or contributed to an adverse event. The reported issue is not likely to cause an adverse event, as the pump was alarming to alert the user of an issue before the cartridge was actually out of insulin.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the remaining insulin was zero units when an empty cartridge alarm occurred. No damage was found to the piston or cartridge department during evaluation. During testing, the remaining insulin was calculated correctly. The pump was primed until 0 units remained and the pump then alarmed an empty cartridge warning was emitted. The cartridge was removed and confirmed to be empty. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.